Event description:
It was reported that a user experienced hypoglycemia while using the ilet pump and alleged the pump ¿forces¿ low glucose events; the user declined additional training and requested proof from device data and also reported frequent use of the pause feature as treatment. Symptoms included low blood glucose. Outcomes included user concern and dissatisfaction without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included review of available usage reports and user feedback. Investigation of this case revealed that event details and low-event data were not provided by the user, precluding confirmation of a device malfunction. It was concluded that the cause of hypoglycemia was unclear and a device malfunction could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.